Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no case description:. Customer reports watchdog alarm on their 8015. Case resolution: - customer stated they replaced the battery with no change. - when asked customer stated the new battery is a non alaris, but the replaced was an alaris. - recommended customer not use third party parts. - informed customer this could be due to the power supply circuits, or the logic board. - recommended sending in for repair. - emailed customer pricing list and third party parts letter. Ended call.